Event description:
It was reported that the ilet user missed a meal announcement while changing supplies, after eating breakfast, and subsequently observed a continuous glucose monitor (cgm) reading of 290 mg/dl. The agent advised allowing the ilet to correct glucose without a late announcement. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without alerts, alarms, medical intervention, or hospitalization. Investigation included complaint intake review and user education on missed meal announcements and device use. Investigation of this case revealed no device malfunction or component failure and indicated user delay in meal announcement as the likely contributor to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.